Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that emergency medical services were called for the customer, as she had high blood glucose of over 700 mg/dl and was vomiting. Customer also experienced diabetic ketoacidosis and was treated with an insulin drip and syringes. Customer stated she was hospitalized another time but did not remember the details. At the time of this report, customer received a no delivery alarm on her insulin pump while priming. Customer completed troubleshooting on her own. Nothing further reported.